Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that the customer was hospitalized due to wrong insulin; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.